Manufacturer narrative:
The customer stated that the issue was resolved by replacing the measurement cartridge. The requested data files have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium and total hemoglobin results on dialysis patients on the rp 500. The customer stated that the repeat results were believed to be correct because they match the patient's history. There was no report of injury due to this event.

Manufacturer narrative:
Siemens analyzed the data files. The data indicates no sensor or system errors for k+ or thb during the 4/9 -4/10 sample window on rp500 sn (B)(4) for measurement cartridge 2803202914. The available data for cartridge 2803202914 shows no k sensor calibration errors or co-ox errors on the days the "pre-results" were run on april 2nd or april 3rd. Without further information and specific information regarding the "pre-results" and actual results, further investigation cannot be performed. The cause of this event is unknown.

Event description:
Correction to below: the customer reported discrepant potassium and total hemoglobin results on dialysis patients on the rp 500. The customer stated that the repeat results were believed to be correct because they match the patient's history. Should read: the customer reported discrepant potassium and total hemoglobin results on dialysis patients on the rp 500. The customer stated that the initial results were believed to be correct because they match the patient's history.